Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing detached on (B)(6) 2026 while changeing clothes. The infusion site was on the abdomen. Customer reports set has been in use for: 4 days. No further information available.